Event description:
It was reported, the patient was not receiving effective stimulation. The patient was scheduled for a lead reposition. Follow-up identified the physician attempted to reposition the scs lead; however, parasthesia could not be attained as the patient wanted stimulation in her feet. The system was explanted at the patient's request.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.